Manufacturer narrative:
As of today, this product remains in-service. No additional information is available at this time. As of today, our investigation is complete. If additional becomes available, this report will be updated.

Event description:
Boston scientific information that this implantable cardioverter defibrillator and implantable right ventricular (rv) lead exhibited high pacing impedance measurements, measuring 2,172 ohms. It was reported that the sensing and thresholds were stable and in range. Technical services (ts) discussed that this is a high impedance lead; however, we generally do not want the impedances to go over 1,800 ohms. It was determined that no intervention is required at this time and it was recommended that this patient continued to be followed on a regular basis. No adverse patient effects have been reported.